Event description:
It was reported that there was atrial pacing due to undersensed p-waves. The atrial sensitivity was reprogrammed, however, there is still intermittent atrial undersensing. The physician is considering lead reposition. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.